Manufacturer narrative:
Philips service reestablished the button functionality without replacing any parts. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the stop button was stuck during mechanical movement on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.